Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 6 to 10 atmospheres for 30 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.